Event description:
Peripheral IV catheter separated from hub and had to be removed during a venotomy. (Viavalve safety IV catheter inserted, (B)(6) 2015 discontinued, (B)(6) 2015 IV medications and fluids).